Event description:
The pt was being transferred from the wheelchair to the bed. The pt was up in the lift, about six inches above the bed. The caregiver was moving the lift towards the head board of the bed when the lift separated at the base where the inner mast meets the chassis. The pt fell on to the bed and the caregiver was able to prevent the lift from falling on top of the pt. The pt suffered a light bump on the head.